Event description:
It was reported that the patient presented to the ER due to multiple shocks being delivered with reported high impedances. The multiple shocks were delivered in the vt-2 and vf zones. The shocks slowed the rhythm while the patient continued to go in and out of vf. Patient was admitted to ICU. It was later reported that the patient expired on (B)(6) 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.